Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: internal controller malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.internal controller malfunction.specific component(s) involved: external controller malfunctioncausative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.